Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, loss of ventricular capture and drop in r- wave sensing was observed. Lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.